Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that during a patient event, after successfully delivering a 200 joule defibrillation shock, their device would intermittently recognize the connection of the defibrillation therapy electrodes. This intermittent recognition of the electrodes would stop the device's ability to analyze the patient's rhythm while using the AED mode of the device. Following the reported issue, the customer changed the defibrillation electrodes two different times and the reported issue was still unresolved. The customer then power cycled the device and the device was reportedly able to continue patient treatment by delivering a second 200 joule defibrillation shock. No additional event or patient information has been reported to physio-control. It is unknown if the patient suffered any adverse effects during the reported event.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.